Event description:
It was reported that there was damage to the pump's housing and usb port, which affected the customer's ability to charge the pump as they needed to keep the usb cable in a specific position to do so. There was no reported impact on the customer's blood glucose level despite the device issue. The pump was still under warranty and tandem technical support arranged for a replacement to be sent to the customer, with instructions for returning the problematic pump within ten days. The customer was informed about the replacement, but they declined to share information regarding their backup therapy.